Event description:
During left supraclavicular lymph node biopsy, cautery (bovie) was used by surgeon. A flash fire occurred. Superficial burns to face and chest. Due to airway concerns, pt was intubated.